Event description:
In the early morning, a rhythm came across the monitor that looked like a fast vt heart rate of approximately 300. The monitor did not alarm, but a nurse was right in front of the monitor. She went immediately to the patient's bedside, grabbed her nurse on the way, found the patient asleep on their stomach. The patient was awakened and checked. The patient was fine, just a little frightened. The nurse then called biomed. Later in the morning, we received the information and shared the EKG with the attending physicians. They were in a quandary; half of the physicians felt this was real and half felt it was electrical. Biomed came up and looked at the problem. They felt there was no problem and that it wasn't electrical interference and that it was the patient. We asked the ep fellow to get involved and he took it to other ep attending physicians and they were split as to the recordings being real. The ep fellow returned later in the day and checked the recordings before and after the event and found a lot of interference.